Event description:
It was reported to gyrus (B)(4) that multiple attempts to cut pedicles during a lap hysterectomy, the device was not actually cutting but was creating char. There was no patient injury reported, the procedure was prolonged by 30 minutes, and converted using the ligasure to complete. (See MFR report # 2183680-2013-00016 for first device).

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.